Event description:
It was reported that in the emergency room when inserting the swg into the catheter/needle, the user found a kink on the swg approximately 20cm from the distal tip. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).